Event description:
The (B)(6) customer reported staining alteration. Affected slides have been re-stained; customer has another instrument for testing. The field service engineer inspected the instrument and replaced the defective aspiration and dispense check valve that caused the staining issue. The instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user. Initial reporter; address-line 1: (B)(6).